Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of over 562 mg/dl to 600 mg/dl. At the time of the call, the customer had blood glucose of over 600 mg/dl and indicated that it was 61 mg/dl the night before. The customer would like to test the functionality of the pump only. Troubleshooting found that the drive support cap was normal. The customer was advised to change the set, reservoir and infusion set and insulin exited the tubing. The pump passed the high pressure test on the second try.